Event description:
The customer reported that the system displayed an electrical hardware failure. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the cable linking stand to the memory assembly. The system operates as intended.